Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information d9 device returned to manufacturer analysis of use history: in the usage history, we evidenced on 11/06/2024 two volume programs of 30 ml and 582 ml. The 100 ml volume informed by the user was not programmed. The drug library was also not used. For the 30 ml volume, the flow rate that was already in use was 216 ml/h; the upstream volume that was not reset was 88.72 ml. The infusion started at 00:16:38 and was completed at 00:23:06, the upstream volume at the time was 111.83 ml. Total volume infused was 23.11 ml. The vtbi alarm near the end was activated twice by the equipment at 00:21:58 and 00:22:07 and silenced by the user both times. For the 582 ml volume, the flow rate of 291 ml/h was programmed. The infusion was started at 15:31:34 and was completed at 15:50:32, the total infused was 91.92ml. We found no evidence of error in the infusion time. The equipment was last used on 11/13/2024. The user used the drug library, short name "chemo". The volume of 500ml and the flow rate of 250ml/h were programmed. The infusion started at 07:55:55 and was completed at 10:05:28. The total volume infused was 486.99ml. The infusion was stopped and restarted a few times by the user. We found no evidence of error in the infusion time. Visual analysis equipment appears normal as used. The equipment calibration label is not attached to it. The results of the three functional tests performed showed that the equipment is working correctly and precisely. The alarms indicating the end of the programmed infusion are also working visually and audibly. Technical complaint not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "medication exceeded scheduled time."